Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tubes perforation') in an adult female patient who had essure (batch no. 893013) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "no essure confirmation test performed". On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), alopecia ("hair loss"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and abdominal distension ("bloating"). In (B)(6) 2016, the patient experienced thyroid disorder ("thyroid disease") and depression ("depression "). In (B)(6) 2019, the patient experienced tooth disorder ("dental probs"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), pelvic pain ("chronic pain/pain everyday"), dyspareunia ("dyspareunia (painful sexual intercourse)"), back pain ("back pain"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), vaginal discharge ("vag. Discharge"), fatigue ("fatigue"), headache ("headaches"), nausea ("nausea"), visual impairment ("vision probs"), allergy to metals ("nickel allergy") and abdominal pain lower ("lower abdomen pain"), was found to have weight decreased ("weight loss") and underwent tooth extraction ("6 teeth pulled"). Essure treatment was not changed. At the time of the report, the fallopian tube perforation, pelvic pain, dysmenorrhoea, dyspareunia, back pain, metrorrhagia, vaginal discharge, fatigue, alopecia, tooth disorder, headache, nausea, visual impairment, weight decreased, vaginal haemorrhage, menorrhagia, allergy to metals, abdominal distension, thyroid disorder, depression, abdominal pain lower and tooth extraction outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, allergy to metals, alopecia, back pain, depression, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, headache, menorrhagia, metrorrhagia, nausea, pelvic pain, thyroid disorder, tooth disorder, tooth extraction, vaginal discharge, vaginal haemorrhage, visual impairment and weight decreased to be related to essure. The reporter commented: plaintiff received treatment for chronic pain, dysmenorrhea, dyspareunia, back pain,fatigue, hair loss, dental probs.,headaches, nausea, vision probs, weight loss, pain everyday. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: result: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: correction due to discrepancy between coding action item and match point coder query. Event" dental problems" was recoded to llt " tooth disorder" (previously reported as denture wearer). No new follow-up information was received from the reporter. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tubes perforation') in an adult female patient who had essure (batch no. 893013) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "no essure confirmation test performed". On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), alopecia ("hair loss"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and abdominal distension ("bloating"). In (B)(6) 2016, the patient experienced thyroid disorder ("thyroid disease") and depression ("depression "). In (B)(6) 2019, the patient experienced denture wearer ("dental probs"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), pelvic pain ("chronic pain/pain everyday"), dyspareunia ("dyspareunia (painful sexual intercourse)"), back pain ("back pain"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), vaginal discharge ("vag. Discharge"), fatigue ("fatigue"), headache ("headaches"), nausea ("nausea"), visual impairment ("vision probs"), allergy to metals ("nickel allergy") and abdominal pain lower ("lower abdomen pain"), was found to have weight decreased ("weight loss") and underwent tooth extraction ("6 teeth pulled "). Essure treatment was not changed. At the time of the report, the fallopian tube perforation, pelvic pain, dysmenorrhoea, dyspareunia, back pain, metrorrhagia, vaginal discharge, fatigue, alopecia, denture wearer, headache, nausea, visual impairment, weight decreased, vaginal haemorrhage, menorrhagia, allergy to metals, abdominal distension, thyroid disorder, depression, abdominal pain lower and tooth extraction outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, allergy to metals, alopecia, back pain, denture wearer, depression, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, headache, menorrhagia, metrorrhagia, nausea, pelvic pain, thyroid disorder, tooth extraction, vaginal discharge, vaginal haemorrhage, visual impairment and weight decreased to be related to essure. The reporter commented: plaintiff received treatment for chronic pain, dysmenorrhea, dyspareunia, back pain,fatigue, hair loss, dental probs.,headaches, nausea, vision probs, weight loss, pain everyday. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: result: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-feb-2020: pfs received: new events- abnormal bleeding (vaginal, menorrhagia), nickel allergy, bloating, thyroid disease, lower abdominal pain, 6 teeth pulled, depression were added & one event was updated from dental problems to dentures. Lab test was added. Lawyer was added. Lot no. Was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tubes perforation') in an adult female patient who had essure (batch no. 893013) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "no essure confirmation test performed". On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), alopecia ("hair loss"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and abdominal distension ("bloating"). In (B)(6) 2016, the patient experienced thyroid disorder ("thyroid disease") and depression ("depression "). In (B)(6) 2019, the patient experienced tooth disorder ("dental probs"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), pelvic pain ("chronic pain/pain everyday"), dyspareunia ("dyspareunia (painful sexual intercourse)"), back pain ("back pain"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), vaginal discharge ("vag. Discharge"), fatigue ("fatigue"), headache ("headaches"), nausea ("nausea"), visual impairment ("vision probs"), allergy to metals ("nickel allergy") and abdominal pain lower ("lower abdomen pain"), was found to have weight decreased ("weight loss") and underwent tooth extraction ("6 teeth pulled"). Essure treatment was not changed. At the time of the report, the fallopian tube perforation, pelvic pain, dysmenorrhoea, dyspareunia, back pain, metrorrhagia, vaginal discharge, fatigue, alopecia, tooth disorder, headache, nausea, visual impairment, weight decreased, vaginal haemorrhage, menorrhagia, allergy to metals, abdominal distension, thyroid disorder, depression, abdominal pain lower and tooth extraction outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, allergy to metals, alopecia, back pain, depression, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, headache, menorrhagia, metrorrhagia, nausea, pelvic pain, thyroid disorder, tooth disorder, tooth extraction, vaginal discharge, vaginal haemorrhage, visual impairment and weight decreased to be related to essure. The reporter commented: plaintiff received treatment for chronic pain, dysmenorrhea, dyspareunia, back pain,fatigue, hair loss, dental probs.,headaches, nausea, vision probs, weight loss, pain everyday. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: result: total bilateral occlusion.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tubes perforation') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "no essure confirmation test performed". On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), pelvic pain ("chronic pain/pain everyday"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), back pain ("back pain"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), vaginal discharge ("vag. Discharge"), fatigue ("fatigue"), alopecia ("hair loss"), tooth disorder ("dental probs"), headache ("headaches"), nausea ("nausea") and visual impairment ("vision probs") and was found to have weight decreased ("weight loss"). Essure treatment was not changed. At the time of the report, the fallopian tube perforation, pelvic pain, dysmenorrhoea, dyspareunia, back pain, metrorrhagia, vaginal discharge, fatigue, alopecia, tooth disorder, headache, nausea, visual impairment and weight decreased outcome was unknown. The reporter considered alopecia, back pain, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, headache, metrorrhagia, nausea, pelvic pain, tooth disorder, vaginal discharge, visual impairment and weight decreased to be related to essure. The reporter commented: plaintiff received treatment for chronic pain, dysmenorrhea, dyspareunia, back pain,fatigue, hair loss, dental probs.,headaches, nausea, vision probs, weight loss, pain everyday. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received. Injury nos replaced with new event chronic pain. New events dysmenorrhea, dyspareunia, back pain, metrorrhagia, fallopian tubes perforation, vag. Discharge, fatigue, hair loss, dental probs, headaches, nausea, vision probs, weight loss, no essure confirmation test performed were added. Reporter¿s information, patient¿s demographics were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.